Manufacturer narrative:
H3 ¿ the pump was returned for analysis. Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. H6 ¿ corrected information: device code a0104 is not applicable for the catheter event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving morphine 10 mg/ml for a total dose of 5.75 mg/day via an implantable pump. It was reported the patient was hearing an alarm. There was no factors that may have led or contributed to the issue. It was noted that the patient came into office and it was determined a motor stall had occurred. The patient was go to the emergency room (ER). It was noted that the issue was not resolved at time of report. It was noted that the patient's status at time of report was alive- with injury. The details of the patient's injury and recovery included the patient was going through withdrawals including chills and feeling nauseous. It was noted that surgical intervention did not occur but was planned but not yet scheduled. The patient's weight was (B)(6) pounds. The patient's medical history included chronic pain and failed back surgery syndrome. The event date was (B)(6) 2021. Additional information received from a rep indicated the patient had there pump replaced on (B)(6) 2021. During the replacement the hcp tried to aspirate, but was unsuccessful. Upon further looking, the hcp seen the catheter was going through an abdominal muscle, so they cut the old catheter to correct this. The pump side of the catheter was replaced with an 8784. Upon replacing the catheter, they aspirated successfully. It was stated that specimen was notified to contact us when they are done with them so they can be sent back. No further complications were reported/anticipated.